Event description:
The patient experienced increased spasticity. On (B)(6) 2011, the patient presented to the hospital with worsening spasticity. The patient was admitted on (B)(6) 2011. The spasticity has been on a worsening trend since almost a week ago. A simple x-ray, rotor examination and operability test at the time of refill revealed no anomalies. The hcp was unable to retrieve the cerebrospinal fluid from the catheter access port when conducting a contrast radiography on the catheter. When the hcp injected the contrast medium, it was not possible to assess if there was contrast medium present in the lumbar region. On (B)(6) 2011 , the patient's spasticity greatly improved, after conducting the contrast radiography. On (B)(6), the dosage was reduced to 250 ug/day after the contrast radiography on the catheter. Dosage changed to 500 ug/day. Some improvement had been observed although not as much as before the worsening of the spasticity. Dosage changed to 600 ug/day. On (B)(6), a second catheter contrast imaging was performed. Cerebrospinal fluid aspiration through the catheter access port was not possible. Contrast agent was visible near t3, not at the catheter tip position. Catheter replacement was done on (B)(6). The catheter on the spinal cord side was replaced. Per the hcp, the spasticity had been stable more than two months post implantation, however the efficacy suddenly diminished. The hcp also indicated that based on the results of contrast studies, and also on the fact that the symptoms promptly improved by catheter replacement, damage to the catheter might be the cause of the adverse event. It was noted that on (B)(6), symptoms had improved and the outcome was noted as recovered (B)(6) 2011. It was also noted the patient experienced aspiration pneumonia and the patient outcome was noted to be recovering on (B)(6) 2011. Per the hcp the event might be caused by a high dosage of baclofen, leading to difficulty with expectoration. The pump delivered gabalon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial aware date of this event was (B)(6) 2011.

Manufacturer narrative:
Product ID 8703w, lot# n265909005, implanted: unknown, explanted: unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient's oxygen saturation (spo2) had decreased to 80. The patient also had difficulty with expectoration, so aspiration and oxygen administration were initiated. Additionally, there was a decline in the patient's muscle strength due to spastic quadriplegia, as well as a declined level of consciousness. An 'x-p image' revealed the pneumonia was present in lower section of his right lung. That day, the administration of antibiotics was initiated and the pump flow settings were changed. Eight days later, the pneumonia had improved. The 'x-p imaging' showed permeability in the right lung, which is 'typical in aspiration pneumonia.' There was also 'obvious deterioration of muscle strength' due to spasticity in the limbs and the body, which led to the patient's difficulty with expectoration. It was stated that the events were considered to be caused by the rapid increase of the effect of baclofen immediately after the catheter replacement.

Manufacturer narrative:
Correction: the initial aware date was updated to (B)(6) 2011.

Event description:
It was further reported that in addition to the aspiration pneumonia that began on (B)(6) 2011 the patient also experienced reduction of spasticity in the limbs and declined consciousness level with onset of (B)(6) 2011. The events were considered mild, not serious. It was commented that the aspiration pneumonia may have been caused by a high dose of baclofen, leading to difficulty with expectoration. It was also commented that the dosage of baclofen was too high, leading to the reduction in spasticity and to the declined consciousness level; however, overdose was not noted. The dose was changed in response to the event. The patient recovered from the spasticity and decreased consciousness level on (B)(6) 2011 and was recovering from the aspiration pneumonia as of (B)(6) 2011.